Event description:
It was reported that the patient developed ventricular tachycardia at around 9:30 and underwent defibrillation at around 3:00pm. The log files showed low flows and a reduction on blood volume.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: the cause of the low flows was the patient's primary disease. The low flows were accompanied with general malaise and resolved. The patient experienced ventricular tachycardia, which did not result in clinical compromise. The patient had a history of arrhythmia prior to implant. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of cardiac arrhythmia could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed three, transient low flow hazard alarms which the account attributed to the patient¿s condition. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. Three, transient low flow hazard alarms were captured on (B)(6) 2022. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Additionally, the IFU addresses all pump parameters, including pump flow. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document explains that changes in patient condition can result in low flow. The IFU and heartmate 3 lvas patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The documents also provide examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.